Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented via a merlin@home transmission, post-paced t-wave oversensing on the ventricular channel was noted on a stored egm. Programming changes were recommended. No further information is available.